Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B) (6) 2010, in the patient's left eye. The lens was explanted on (B) (6) 2010, due to inadequate vaulting.

Manufacturer narrative:
(B) (4). (B) (4).